Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 52 mg/dl. Customer treated with banana and juice. Customer also stated that sensor was break and it was still in the body. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The device will be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened or used.